Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified distal left circumflex (lcx). An unk size stent was implanted in the ostium of the lcx and then the lesion was predilated with an unspecified device. The 2.50x16mm taxus express2 drug eluting stent (des) was then advanced to the target lesion but the device was unable to cross the previously placed stent. The physician then attempted to use the 5 in 6 approach where a 5fr guiding catheter is inserted in 6fr guiding catheter. The 5fr guiding catheter was used as an anchor and then the taxus express2 device was inserted in the 5fr catheter. This attempt was also unsuccessful. The taxus express2 des was removed from the pt and it was noticed that the stent was flared. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".